Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not turn on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the host pc defective. The defective host pc was returned for failure analysis which was able to confirm the malfunction of host pc. Fse replaced the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.